Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during setup at the user facility the handpiece was able to run as a result of the safety switch of the remb handswitch not working properly. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported. It was also reported that during testing conducted at the manufacturer facility the remb handswitch was missing a snap ring. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during setup at the user facility the handpiece was able to run as a result of the safety switch of the remb handswitch not working properly. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported. It was also reported that during testing conducted at the manufacturer facility the remb handswitch was missing a snap ring. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of the safety switch not working properly was not duplicated. No failure modes were found that would cause or contribute to this event. The reported event of the missing slip ring was duplicated. The service technician visually inspected the handswitch and found the slip ring was missing from the handswitch. Based on a review of the risk documents, drop, impact during use or excessive loading force on the extension assembly may cause or contribute to the reported event. The device was discarded by the manufacturer.